Event description:
Event is now reportable based on the analysis completed on 9/8/20085. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The physician attempted to place a taxus liberte' 2.75x20mm drug eluting stent to the diagonal (dx) artery, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status post procedure is noted as stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the distal edge of the stent was damaged. Stent rows one to five from the distal edge were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context.